Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the blood glucose level went low and the patient had to be hospitalized. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.